Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. The visual inspection did not find any physical damage. The functional testing showed no issues with the battery communication time, the battery was fully charged overnight, then extended testing was performed over 6 hrs. With battery power and no problem found with battery. A possible root cause might be that the battery connector might not fully plugged, causing the pump motor drive phase b post and the battery communication time intermittently. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported the device "gives battery error and pump motor drive phase b post error". No patient injury/involvement reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.